Manufacturer narrative:
Investigation was done by our maillefer service center. According to the technician. Vdw gold reciproc battery vgr,vg,vs. Sav battery level too low to be recharged. Can't start. Vdw gold reciproc cable mot.black iiib. Sav various cable problem. Motor cable defect bad contact. Vdw gold reciproc motor cartridge gold reciproc. Sav various mechanical problem. Calibration failled. Replaced 1x vsr motor cartridge reciproc vr01163000925 gmr2297517. 1x vgr cable mot.black iiib vr01103000911. 1x vgr battery vgr,vg,vs vr01103000900. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that vdw silver reciproc stops during treatment. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.